Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the screw that is a subcomponent of the 130 degree aiming arm broke. It is the screw that connects the aiming arm to the insertion handle. The black plastic outer covering broke off the device. There procedure was successfully completed with no surgical delay and no patient consequence. Concomitant devices: insertion handle (part: unknown, lot: unknown, quantity: 1). This report is for a 130 deg aiming arm. This is report 1 of 1 for (B)(4).